Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information was added to the following fields: h3 and h6. The following fields were corrected: b5. Correction to h6 "component code" of the initial report, "841-imager" is being corrected to "866-lenses". Correction: b3 (was inadvertently selected on initial mw and should have been blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: ltf- s190-5/10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by the improper or insufficient reprocessing method or handling of the device. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the videoscope exhibited a foggy image due to damage on the objective lens. There were no reports of patient involvement.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited foggy image. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
E1: state, province, or territory=blank. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.